Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Customer was subsequently hospitalized due to a blood glucose level of 600 mg/dl. Customer was treated with an unspecified intravenous fluid, insulin, and antibiotics. Customer was released from the hospital on (B)(6) 2020 with no permanent damage, and the issue resolved.